Event description:
The customer reported a blood leak onto the countertop from the coulter lh 750 hematology analyzer station; the amount and the source of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) observed the leak on the table dripping from the instrument under the triple transducer module (ttm) module. The leak was due to a crack at the surface of the waste port fitting on the diff mixing chamber, which the fse replaced. The diff mixing chamber may contain blood, 5c cell control, diluent, and lh series pak (erythrolyses ii and stabilise) during normal operation and lh cleaner (coulter clenz) during shutdown. The cause of the leak is a cracked diff mixing chamber. (B)(4).